Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had cracks near the battery compartment. There was also scratches on the display. No additional information provided.